Event description:
It was reported that pump generated cartridge alarm 20 and caller also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and technical support arranged replacement pump with updated software, confirmed warranty status and shipping details, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to program pump settings and connect cgm on replacement pump.